Event description:
It was reported that there was an alert triggered due to elevated right ventricular (rv) pace/sense impedance. The rv pacing impedance has demonstrated gradually rising impedance since implant. Recently the impedance has been more variable and not steady. A possible rv lead fracture is suspected. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead 2008 (B)(6), 5554 implantable pacing lead 1999 (B)(6). (B)(4).